Manufacturer narrative:
Device will not returned. If the device or pertinent information is received, it will be provided on a supplemental report.

Event description:
It was reported by the vigilance manager at (B) (6) at (B) (6) that the plate 8 holes mentioned below had broken and a revision surgery took place.